Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to physical damage to resistor, designator r212. R212 became damaged when the zip tie holding the device therapy cable together made contact with the resistor. The contact from the zip tie broke the resistor from its soldering points which created an arc.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device displayed an ¿abnormal energy delivery¿ message. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.